Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing on the secondary vector. Due to this, an inappropriate shock was delivered. X-rays were performed in order to evaluate the patient however, they were inconclusive. Fracture of the electrode is being suspected; however, it has not been confirmed. Troubleshooting was performed and the system was reprogrammed to primary vector. An electrode replacement procedure was scheduled for the near future. At this time, this system remains in service. No adverse patient effects were reported. Additional information was received detailing that this electrode was explanted and replaced. A connection issue was mentioned as one of the suspected causes for the previously mentioned issue. This electrode was retained by the customer, therefore, it is not expected to be returned. No further adverse patient effects were reported.